Event description:
While using the lifepak 35 during a cardiac emergency (svt) the cardiac monitor failed to allow ems to utilize the synchronized cardioversion function of the lifepak. Ems selected the therapy option in the lower right corner of the screen. The tool bar appeared with the option to use the defibrillator/synchronize/pace. The dfib option was highlighted as normal. When ems selected the synchronize option to capture the r wave on the pts ECG the monitor froze. Ems was unable to make the monitor follow any commands. The screen froze along with the pts cardiac rhythm. The monitor would not respond to touch and was no longer providing real time monitoring of the patient. While trying to trouble shoot the monitor without prompting from ems the monitor began advising ems audibly to start CPR and the metronome kicked on. Ems continued to hit the home button with no response from the monitor. After several minutes straight of this we arrived at the hospital. While removing the pt from the back of our medic unit the monitor suddenly stopped with the audible commands and metronome and retuned back to the home screen. The monitor now was actively monitoring the pt again real time. This was witnessed by my partner and another als provider. There was no mistake made where a wrong button was hit or ems touching the screen multiple times possibly causing the device to glitch or malfunction. The device simply failed at a very important time where a serious need was needed.